Manufacturer narrative:
Isi has not received the permanent cautery hook instrument for failure analysis investigation. Therefore, the customer reported failure has not been determined. If additional information and/or the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument broke and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the doctor was moving around tissue and the tip of the permanent cautery hook instrument broke off and fell inside the patient. The fragment was immediately retrieved during the same da vinci-assisted surgical procedure and was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter: the initial reporter verified that the broken fragment was retrieved immediately during the same surgical procedure with no medical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure of ¿tip broke off.¿ the broken tip was returned with the instrument. The broken tip was at the proximal clevis and was due to mishandling/misuse. The instrument was also found to have a broken grip cable and broken pitch cable, both at the distal end. There were no missing pieces. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the instrument broke off, fell inside the patient and was retrieved. Failure analysis determined that the broken fragment was due to mishandling/misuse. However, during failure analysis, a broken pitch cable was found and could cause or contribute to an adverse event if the failure mode were to recur.